Event description:
It was reported that the distal access catheter distal tip tore off. The tip appeared to still be connected, but stretched and dangling off of the tip. No patient complications were reported.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The device was returned along with the guidewire used during the procedure. Analysis revealed that the guidewire was tangled within the microcatheter and the shaft was broken. The catheter was attempted to be flushed; however, the shaft was blocked/occluded with a large volume of blood exiting into the hub. The catheter shaft was also found to be kinked at either side of the shaft break. It is probable that the device sustained damaged during the clinical procedure resulting in the reported issue and observed damaged. Based on analysis of the device the investigation has determined that procedural factors limited the performance of the device during the clinical procedure. Therefore, an assignable cause of operational context was assigned to this investigation.

Event description:
It was reported that the distal access catheter distal tip tore off. The tip appeared to still be connected, but stretched and dangling off of the tip. No patient complications were reported.